Event description:
During a routine open heart bypass procedure, CABG, encountered an oxygenator failure. Ten mins into the case, the venous saturation monitor demonstrated a decreasing venous saturation -55%- and rptr observed a decrease of arterial blood saturation by the color of arterial blood. To compensate for loss of gas transfer, the following measures were initiated: gas sweep flow rate was increased to 71/min and the oxygenator's shunt line was opened. These did not change, increase, the gas exchange. After sending and confirming the results of two arterial/venous blood gases, rptr proceeded to change out the oxygenator. The oxygenator was changed in 60 secs. The newly replaced oxygenator functioned within normal parameters.